Event description:
It was reported that during the implant procedure there was positioning/fixing difficulties. After the guide catheter was split the lead prolapsed and dislodged. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies were found; the full lead was returned and analyzed. Blood/body fluid was seen in/on all conductors throughout the lead (not obstructed). The distal conductor had blood/body fluid at the tip to ring spacer.